Event description:
Literature: heetla hw, staal mj, kiphuis c, van laar, t. The incidence and management of tolerance in intrathecal baclofen therapy. Spinal cord 2009; 1-6. Summary: this article presents a retrospective study long-term follow-up study was performed to quantify tolerance (a yearly increase of at least 100 mcg baclofen to maintain effect) in a cohort of all pts implanted between 1991 and 2005 with at least one year of follow-up with a minimum of one visit every six months which included ashworth ratings, dosing data of baclofen and dosing data of co-medication, as well as drug-related side effect reporting. The study also described the strategies to treat tolerance. Moreover the long-term drug-related side events were described. Reporting event: one pt developed tolerance according to the definition used in the study. The mode of infusion was switched from simple continuous to complex continuous dosing. The pt then received a one-day drug holiday after an increase from 450mcg/day to 575mcg/day in six weeks. The pt was carefully monitored in the hospital because of the potential risk of withdrawal symptoms. The pump was programmed to a minimal basal rate of 2-3mcg/hour for 24 hours. After restarting therapy the dose was stabilized at 300mcg/day for the next three years. Reference literature article attached to MFR report# 2182207200905890.